Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The date, diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Were any concomitant procedures performed? Were there any intra-operative complications? Other relevant patient history/concomitant medications. Product code and lot # . When was the vaginal mesh extrusion first noted by a physician? Describe any medical/surgical intervention for extrusion including dates and surgical findings. Was the mesh removed? If yes, when? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced a posterior vaginal mesh extrusion requiring surgery to remove mesh.additional information has been requested.